Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
When implanting the trident cup on the trident inserter handle the surgeon noted that it would not seat. On adjustment it was noted that a fracture had occurred in the acetabulum. On inspection of the handle it was noted that the thread was protruding from the posterior of the implant. A new cup (cluster) and handle were opened to complete the case.

Manufacturer narrative:
An event regarding excessive thread length that lead to periprosthetic fracture involving a universal acetabular shell impactor was reported. The event was confirmed. Visual inspections found to be in used but good condition with no signs of abuse or misuse. In addition, dimensional inspection confirmed that the threaded stud protrusion past the impaction shoulder feature of the handle assembly was not within specification. No medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar event reported for the subject manufacturing lot. The investigation concluded that the event occurred due to a manufacturing non conformance. Upon inspecting the trident cup positioner impactor handle assembly (catalog# (B)(4), the threading was sitting proud of the cup rim meaning it was inhibiting cup impaction.

Event description:
When implanting the trident cup on the trident inserter handle the surgeon noted that it would not seat. On adjustment it was noted that a fracture had occurred in the acetabulum. On inspection of the handle it was noted that the thread was protruding from the posterior of the implant. A new cup (cluster) and handle were opened to complete the case.